Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, infection.

Event description:
Healthcare professional reported left side: infection. Healthcare professional reported exchange from textured to smooth breast implants due to the patients concern with the product and rupture. Device has been explanted.

Event description:
Healthcare professional additionally reported capsular contracture baker grade unknown.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/30/2007. Fi results: with the information collected during the investigation, there is enough evidence to support that device work order (B)(4) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Two additional complaints were noted for devices sterilized under sterilization run 106016. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. Is important to mention that the temperature in the sterilization run 106003 was under specification, therefore the devices associated were re-sterilized under sterilization run number 106016, even when the controller chart evidenced that the cycle was successfully completed. During the trend review of all infection complaints for the period of feb 2020 through jan 2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.